Event description:
Per the clinic, the patient experienced an electrode tip fold-over. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on january 31, 2023.